Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 33/7/2/65 equalizer¿ balloon catheter was advanced to dilate the moderately tortuous and calcified target lesion. However, during the procedure, the balloon ruptured. The device was completely removed from the patient's body by simply pulling it out. The procedure was completed with another of the same device. No patient complications nor patient injury were reported and the patient's status was good.